Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. Based on the damage symptoms, it is reasonable to assume that this damage was due to tensile forces applied during the surgery. Further analysis of the lead demonstrated cuttings in the insulation which resulted most likely from the explantation procedure. Blood penetrated the lead in the cut areas. With regard to the issue mentioned in the complaint description, the analysis of the lead did not show any deviations. A measurement of the surface pressure (i.e., the contact pressure per unit area) of the lead was conducted. For this purpose a stylet had been inserted into the lead during the test. There were no deviations from the technical specifications. In summary, the lead's distal part was found bent, which resulted most likely from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Boston scientific received information that this right ventricular lead perforated the patient's heart wall. This lead was explanted. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The explant and event dates provided do not make sense, so they were left off of this report.